Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous mid left anterior descending artery. The 3.0x28mm xience skypoint stent delivery system was deployed; however, not fully opposed to the vessel wall and had become bent. Therefore, an unspecified balloon catheter was used to remove the stent. A new unspecified stent was used and implanted to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported difficulties and subsequent unexpected medical intervention appear to be related to circumstances of the procedure, as it is likely the device interacted with the mildly calcified, moderately tortuous lesion during deployment, causing the reported patient-device incompatibility (wall apposition) in addition to the reported material deformation. An unspecified balloon catheter was used to remove the stent. A new unspecified stent was used and implanted to successfully complete the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction c9 - #1 event reappeared after reintro: updated from "none selected" to "doesn't apply".